Manufacturer narrative:
Additional information h6 health effect - clinical code.

Event description:
A user facility biomedical technician (bmt) reported that during a patient¿s hemodialysis (hd) treatment the blood pump rotor tubing guide roller was loose and damaged the blood tubing. It was unknown if there were any diagnostic messages or audible alarms. The machine had 20,440 hours. Upon follow-up, the bmt stated about halfway through the patient's treatment the blood pump rotor of the machine, a fresenius 2008t machine, slit open the blood pump tubing and caused a blood leak to occur. The bmt stated the rotor sleeves (around the pins) were loose and slipping off and causing pinching and tearing on the blood pump during a patient's hemodialysis treatment the blood pump rotor of the machine, a fresenius 2008t machine, cut the blood pump tubing and caused a blood leak to occur. The bmt confirmed the rotor sleeves around the pins were loose and slipping off and causing pinching and tearing on the blood pump tubing. The bmt stated they were able to manually pull the sleeves off of the rotor sleeves. The bmt was able to replace the blood pump rotor and the machine was placed back in service. The rotor was not the original to the machine (blood pump had previously been replaced on this device). The bmt also stated that a fresenius dialyzer and fresenius bloodlines were used for treatment and confirmed that there were no defects or damage seen on the machine, dialyzer or bloodline prior to the event. Per bmt treatment was immediately halted and the patient¿s blood was not returned. The bmt stated the estimated blood loss was unknown. Immediately following the event, the patient was re-setup with new supplies on a different machine where the patient was able to complete treatment. The bmt confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The bmt stated the component was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the blood pump rotor was returned to the manufacturer for physical evaluation. The returned rotor showed one of the rear sleeves loose and deformed and the other rear pin have a missing sleeve. The deformed sleeve can be easily removed from the pin. There are no discrepancies with the rotor assembly. The returned rotor was installed onto the blood pump module of a test machine for testing. A patient test was performed with fresenius¿s combiset bloodline and water in dialysis (blood pump rate set at 450 ml/min) for 2 hours. The rotor did not damage the bloodline and there were no fluid leaks or alarms during testing. The damaged sleeve stayed intact on the pin and did not dislodge during testing. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The reported fluid leak event could not be confirmed as it could not be duplicated during physical evaluation.

Event description:
A user facility biomedical technician (bmt) reported that during a patient¿s hemodialysis (hd) treatment the blood pump rotor tubing guide roller was loose and damaged the blood tubing. It was unknown if there were any diagnostic messages or audible alarms. The machine had 20,440 hours. Upon follow-up, the bmt stated about halfway through the patient's treatment the blood pump rotor of the machine, a fresenius 2008t machine, slit open the blood pump tubing and caused a blood leak to occur. The bmt stated the rotor sleeves (around the pins) were loose and slipping off and causing pinching and tearing on the blood pump during a patient's hemodialysis treatment the blood pump rotor of the machine, a fresenius 2008t machine, cut the blood pump tubing and caused a blood leak to occur. The bmt confirmed the rotor sleeves around the pins were loose and slipping off and causing pinching and tearing on the blood pump tubing. The bmt stated they were able to manually pull the sleeves off of the rotor sleeves. The bmt was able to replace the blood pump rotor and the machine was placed back in service. The rotor was not the original to the machine (blood pump had previously been replaced on this device). The bmt also stated that a fresenius dialyzer and fresenius bloodlines were used for treatment and confirmed that there were no defects or damage seen on the machine, dialyzer or bloodline prior to the event. Per bmt treatment was immediately halted and the patient¿s blood was not returned. The bmt stated the estimated blood loss was unknown. Immediately following the event, the patient was re-setup with new supplies on a different machine where the patient was able to complete treatment. The bmt confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The bmt stated the component was available to be returned for manufacturer evaluation.

Event description:
A user facility biomedical technician (bmt) reported that during a patient¿s hemodialysis (hd) treatment the blood pump rotor tubing guide roller was loose and damaged the blood tubing. It was unknown if there were any diagnostic messages or audible alarms. The machine had 20,440 hours. Upon follow-up, the bmt stated about halfway through the patient's treatment the blood pump rotor of the machine, a fresenius 2008t machine, slit open the blood pump tubing and caused a blood leak to occur. The bmt stated the rotor sleeves (around the pins) were loose and slipping off and causing pinching and tearing on the blood pump during a patient's hemodialysis treatment the blood pump rotor of the machine, a fresenius 2008t machine, cut the blood pump tubing and caused a blood leak to occur. The bmt confirmed the rotor sleeves around the pins were loose and slipping off and causing pinching and tearing on the blood pump tubing. The bmt stated they were able to manually pull the sleeves off of the rotor sleeves. The bmt was able to replace the blood pump rotor and the machine was placed back in service. The rotor was not the original to the machine (blood pump had previously been replaced on this device). The bmt also stated that a fresenius dialyzer and fresenius bloodlines were used for treatment and confirmed that there were no defects or damage seen on the machine, dialyzer or bloodline prior to the event. Per bmt treatment was immediately halted and the patient¿s blood was not returned. The bmt stated the estimated blood loss was unknown. Immediately following the event, the patient was re-setup with new supplies on a different machine where the patient was able to complete treatment. The bmt confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The bmt stated the component was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.